Event description:
It was reported that an alert was triggered for this right ventricular lead. The lead was tested which found a significant decrease in the pacing impedances that were below 300 ohms. The electrogram showed noise with patient movement, and as a result led to pacing inhibition with asystole. Additionally, it was noted that there was an insulation issue which also resulted in high pacing thresholds. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual examination revealed an extended and stretched helix with dried body fluid inside the helix housing. The lead body appeared twisted, especially at the distal end, which may be indicative of twiddler's syndrome. The proximal end of the lead body was slightly curled and deformed. The insulation was gathered in places, and the conductor coils appeared distorted in certain areas, suggesting the lead had passed through a tight space. Some surface abrasions were noted, but they did not penetrate the insulation. In summary, the wrinkled insulation and displaced coils likely resulted from friction when the lead moved through a restricted area, a condition that did not compromise the electrical performance.

Event description:
It was reported that an alert was triggered for this right ventricular lead. The lead was tested which found a significant decrease in the pacing impedances that were below 300 ohms. The electrogram showed noise with patient movement, and as a result led to pacing inhibition with asystole. Additionally, it was noted that there was an insulation issue which also resulted in high pacing thresholds. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.